Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and neoplasm malignant ('tumor / teratoma / cancer type: cancerous cells') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient was found to have neoplasm malignant (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: allergies: diflucan, pcn, motrin, macrobid, bactrim"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), alopecia ("hair loss"), tooth fracture ("dental problems breaking teeth"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), musculoskeletal chest pain ("pain left side ribcage"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), arthralgia ("knee pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, psychological trauma, drug hypersensitivity and neoplasm malignant outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, alopecia, tooth fracture, mood swings, weight increased, vaginal haemorrhage, migraine, musculoskeletal chest pain, musculoskeletal pain, neck pain, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, drug hypersensitivity, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, mood swings, musculoskeletal chest pain, musculoskeletal pain, neck pain, neoplasm malignant, pain in extremity, pelvic pain, psychological trauma, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain chronic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain,abdominal pain, back pain,bleeding: menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnorm. Bleed discrepancy noted in insertion date-(B)(6) 2007 (previously captured). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received : reporters added. Events added- vaginal haemorrhage, drug hypersensitivity, migraine, neoplasm malignant, musculoskeletal chest pain, musculoskeletal pain, neck pain, arthralgia, pain in extremity. Event ¿hormone level abnormal¿ updated to ¿mood swings¿. Event ¿tooth disorder¿ updated to event ¿tooth fracture¿. Outcome of events ¿vaginal haemorrhage, migraine¿ updated to ¿recovered / resolved¿. Insertion date updated. Lab data added. Genital hemorrhage downgraded. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), alopecia ("hair loss") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full) [interpreted as hysterectomy- full]). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and psychological trauma outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, alopecia, tooth disorder, hormone level abnormal and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain chronic pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain,abdominal pain, back pain,bleeding: menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods),gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events added: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse),dysmenorrhea (cramping),apareunia, menorrhagia (heavy menstrual bleeding, metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed, psych injury, hair loss, dental probs.,hormonal changes, weight gain. Event outcome were added. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.